Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies. After the lead was repositioned two times, the physician elected to use an active fixation lead.